Manufacturer narrative:
Utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event . Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient has been referred for a full revision due to high lead impedance and generator migration. The patients device was noted to be disabled at this time. MFR. Report # 1644487-2022-00501 captures the high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent a lead revision. During surgery high impedance was seen so the generator was checked with the test resistor to rule out a generator issue. The lead pin was then reinserted into the generator and high impedance was still observed, confirming a lead issue. So the surgeon proceeded and performed a lead revision only as the generator was still functioning properly. The surgeon also reported that it seems like the device was not placed properly and caused bend in the lead and could visibly see the break with the naked eye. He states that they think the previous surgeon must not have creates a strain relief loop and no anchors were used. The break was near the electrodes in the neck where the strain relief loop should have been. He said the generator was dislodged from pocket and might not have been attached to facia and traveled from the chest area down to the ribcage.